Event description:
The customer reported that they received erroneous results for two samples from the same patient tested for igg antibodies to rubella virus (rubella igg). The initial negative results from the sample were reported outside of the laboratory. The event occurred at multiple sites using multiple rubella igg reagent lot numbers. The first site is viromed laboratory using rubella igg reagent lot number 175636. The second site is mnt/synevo laboratory and it was asked, but not known which rubella igg reagent lot number was used at this site. The third site is (B)(6) university laboratory using rubella igg reagent lot 174658. It was asked, but the expiration dates for each lot number were not provided. This medwatch is for the viromed laboratory site using rubella igg lot number 175636. The first sample was initially tested at the viromed site and resulted as 3.36 iu/ml which is considered to be a negative result. The sample was sent to a different laboratory (mnt/synevo laboratory) for confirmation. The confirmation testing was performed on an e601 analyzer on (B)(6) 2014 and resulted as 5.0 iu/ml which is also considered to be a negative result. The sample was repeated at a different laboratory (sistem laboratory) where it was tested using the liaison method on (B)(6) 2014, resulting as 22.9 iu/ml which is considered to be a positive result. A value of 48.5 was also obtained at the sistem laboratory for this sample. It was asked, but it is not known if the 48.5 value was an actual result from the same sample, it is not known what unit of measure is used for this value, and it is not known what methodology was used to obtain this value. The sample was also tested at a different site (ankalab)using a vidas method on (B)(6) 2014, where it resulted as 40 iu/ml. The rubella igg avidity was also tested at ankalab on (B)(6) 2014, resulting as 0.7 ai which is considered high. The doctor of the patient objected to the result from the roche method, so a sample was sent for testing using a competitor method. A second sample from the patient was tested at the mnt/synevo laboratory using a competitor system (elfa method) on (B)(6) 2014 and this resulted as 32 iu/ml which is considered to be positive. The sample was repeated on (B)(6) 2014 at another laboratory ((B)(6) university laboratory) on an e601 analyzer, resulting as 4.62 iu/ml which is considered to be negative. The patient was not adversely affected. The e411 analyzer serial number is 1317-15 at the viromed laboratory site. A sample from the patient was provided and tested using retention materials. The sample result measured internally reproduces the customer results.

Manufacturer narrative:
The provided patient sample was investigated using recom blot rubella (mikrogen) igg, platelia rubella igg, and with a modified elecsys rubella igg assay. The blot was clearly reactive (positive) with strong bands for e1 and e2. The blot was also additionally reactive for e1-e2 core reactivity. The platelia rubella igg assay was also clearly reactive (positive). The sample was found to be enhanced, but still negative in elecsys rubella igg. A final investigation was performed to see which "module" of the elecsys assay mainly contributes to this weak but clearly evident reactivity. The experiment used the recominant envelope antigens only for the detection of rubella igg (rub like particles rlp were left out) and the result was compared to the regular/original elecsys rubella igg assay (=reference). From this experiment it is quite obvious that the main reactivity is provided by the e1 antigens as there is still a signal of 4449 counts left from 6801 counts in the reference. However, in this case e1 does not contribute enough signal to make this sample reactive. The package insert states "a test result < 10 iu/ml does not completely rule out the possibility of an acute rubella infection. Specimens taken very early in the acute phase of infection may not contain any detectable amounts of rubella igg antibodies or may have an antibody concentration < 10 iu/ml.".

Manufacturer narrative:
This event occurred in (B)(6). (B)(6) for additional data related to the mnt/synevo laboratory site using an unknown rubella igg reagent lot number. Patient identifier (B)(6) for additional data related to the (B)(6) university laboratory site using rubella igg reagent lot 174658.